Event description:
The customer reported an employee who splashed cidex formula 7 onto her arm and complained of dark skin discoloration and stinging. The employee saw a doctor and was treated with silvadene cream. The customer was informed that this product is no longer manufactured or sold and has not been for approx 10 years. The customer reported that they received the solution from a neighboring doctors office. The customer stated that they were pouring the solution into a soaking tray when the splash occurred. The customer stated that they were going to use the solution to process eye instruments, but when he heard how old the solution potentially was they threw it away. The customer stated that he did not see an expiration date on the bottle. Instructed the customer to always check the expiration date of any solution or related testing products before use, the customer verbalized understanding. The employee recovered without issue.

Manufacturer narrative:
.